Manufacturer narrative:
Analysis was unable to confirm the field allegation of a lead fracture. However, there was observed damage which was likely induced during the explant procedure. No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to a lead fracture. No additional adverse patient effects were reported.